Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the insert is damage, there is a chunk cut out and a metal pitting imbedded inside the trial.

Manufacturer narrative:
It was reported that the insert is damage, there is a chunk cut out and a metal pitting imbedded inside the trial. The instrument is a 36 x 52 plus 4, 10 degree liner trial. Discarded = no return to manufacturer unless local engineering assessment indicates return is required. This case is not being reported by the customer, but (B)(4) employee. All available information has been provided as part of this report; no further information will be forthcoming. Conclusion and justification status: following investigation by design engineering, it was identified that the damage seen was consistent with the trial being impacted directly onto a surface containing titanium beads which has resulted in beads being embedded into the plastic material, which would be classified as misuse of the instrument. The complaint shall be closed with an unjustified conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be made available, then the complaint shall be reviewed and further investigation completed as required. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.